Event description:
It was reported that the connector, screen, and case on the epg (external pulse generator) are damaged. The epg was returned for re pair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular connector had a broken pin in the connector, the display lens was broken and both upper and lower cases were broken. It was also noted that the battery release was contaminated, two side bail covers were broken, the ring cover was missing, the lead flex cover was contaminated, six case screws were missing, the battery contacts were compressed, two side bails were missing, the ring was missing, the battery drawer was broken, the keyboard pad was scratched, the battery flex was contaminated, and the heart lead flex was crimped. (B)(4).